Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found are attributable to the removal surgery. According to the information received from the field the device was explanted due to an extrusion of the electrode lead into the external ear canal. In situ measurements show the two most basal channels with hi impedance due to undetermined. Reasons. This is a final report.

Event description:
During a clinic visit, it was noticed that there was black cerumen accumulation and leakage from the right ear. It was discovered that the electrode migrated. The user has been re-implanted.

Event description:
During a clinic visit, it was noticed that there was black cerumen accumulation and leakage from the right ear. It was discovered that the electrode migrated. The user has been re-implanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.